Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style maxflow pump there was low suction and the dc jack on the pump was broken. The customer also alleged she developed mastitis and took medication to treat it.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; the customer indicated she had recently replaced all pump parts so they can't be the issue causing low suction. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 11/04/22, the customer indicated the replacement pump is not functional. The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.